Event description:
The complainant reported a (B)(6) male patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support using the impella cp optical device. During support, the patient developed ischemia in the impella inserted limb. As treatment, the device was prematurely removed.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported limb ischemia issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The clinical details provided were sufficient to determine a root cause. The cause of the limb ischemia was most likely a combination of patient condition and impella since the blood flow improved after impella removal. The investigation for the access site bleeding is in process and a supplemental will be sent when completed. Instructions for use for the related event are as follows: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records. Additional information for the initial MFR 1220648-2022-01387 was provided in sections b1,b2,b5, d6a, d6b, g1, h1, and h6.

Event description:
It was also reported the patient experienced bleeding and hematoma while on support. A blood transfusion was given for treatment. No further information was provided.